Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported ((B)(6)) the patient experienced increased recharge burden in addition to unstable communicate between the ipg and the charging system. A different charging system was tried but could not provide resolution. As a result, the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved.